Event description:
The patient reported that his pump "went dead." The patient tried several power packs, but the display stayed blank and his infusion device would not respond to button presses. The patient was aware of the power pack recall. The patient stated that power pack had been in longer than 2 weeks because he did not receive his replacement supply. The patient was added to the company mailing list. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.